Manufacturer narrative:
E1- reported address: (B)(6). No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient developed a major pump related / driveline infection on 09nov2023 and was admitted on (B)(6) 2023. The patient experienced pressure/pain in the left hypochondrium along with the driveline. Blood culture and urinary culture were negative, but computed topography (CT) showed an image of inflammation in the rectus abdominis and subcutaneous fat around the driveline. There was no history of methicillin-resistant staphylococcus aureus (mrsa) detection, so drug therapy was performed targeted for methicillin-resistant staphylococcus aureus (mssa). The patient was discharged on (B)(6) 2023.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.